Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
At the customer site it was reported that there was no audio from the mx40 speaker. It was reported that the device was not in use when the issue was found.